Event description:
The healthcare professional reported injecting form into the midface via 25g cannula. Approximately 11 days post injection the patient experienced numbness of the mid cheek and on upper lip towards cheek when laying down. The patient was treated with ib profen, famotidine, and warm and cold compresses. The hcp dissolved the left and right medial cheek with hyelenex. The patient went to the emergency room and had a CT scan which was normal. The ER prescribed norco for the pain. Post ER visit the hcp instructed continued use of pepcid and benadryl. The hcp performed another dissolving procedure on (B)(6) via cannula and needle with 2cc of hyelenx. Safety database number (B)(4). Additional comments: importer complaint number (B)(4).